Manufacturer narrative:
Lead model 3877-45, serial # unknown, implanted: (B)(6) 2011, explanted: (B)(4) 2011. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the impedance readings were >10,000 ohms after three months service life. The lead was explanted and replaced with a new lead. The patient outcome was reported as "fine". Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Function testing revealed short between circuits and open circuits on all circuits. The outer insulation was intact visual examination of the lead revealed pinching possibly at the anchor/suture site there was a broken connector at or near the anchor site set screw marks were in the correct location.